Event description:
Great difficulty in getting tdc to operate when being inserted in an unstable patient. It was finally determined that the connector tubing between the pa and the cvp was missing. It was taken out of the package in this condition. Another package was opened and the tubing was found present. The new transpac transducer was hooked up without inciodent. The packaging and device was not saved at the time of the incidentdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, tubing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.